Event description:
It was reported the valve was explanted five months post-operatively due to a large paravalvular leak with suspected culture negative endocarditis, which was reported to be likely a residual from the original surgery, for endocarditis and pseudo aneurysm of the aortic-mitral connection in (B) (6) 2009. The surgeon indicated the valve itself was not intrinsically a contributor to the pt's problem. The valve was replaced with a larger 29 mm sjm epic valve.